Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the demo unit was di splaying an optical "localizer not connected" message. Troubleshooting steps were performed. It was confirmed that there were no lights on the camera. The manufacturer representative took covers off of the camera cart and saw a red light on the power-over-ethernet (poe) injector. The manufacturer representative reseated ethernet cable into poe injector with no change. They also reseated the ethernet cable into the back of the camera no change. It was noted that they used a known working ethernet cable to connect the camera and poe injector, and the camera was able to power and connect in the application. The probable cause of the issue was suspected to be due to the cabling chain between the camera and poe injector. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735843, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera ethernet cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.